Event description:
Customer reported receiving a low reservoir alarm on the insulin pump. He stated that the alarm could not be cleared by pressing the escape or the act button. The blood glucose reading was 298 mg/dl. He treated with manual injection. Customer reported that the buttons on the insulin pump were not responsive. Nothing further was reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Also received with cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and scratched case.